Manufacturer narrative:
(B)(4). Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Information was received that reported a patient was hospitalized on (B)(6) 2011 due an incident of hyperglycemia. Per the report the patient began experiencing elevated blood glucose and was brought to the hospital when her blood glucose became in excess of 500 mg/dl. She was admitted and treated with insulin and IV fluids. The device should be returned for evaluation to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.